Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the tissue was torn and excessive bleeding occurred. The bleeding was stopped with epinephrine. The sample acquired with this device was sufficient so the procedure was ended. The patient's condition at the conclusion of the procedure was reported to be fine.